Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainants site. A visual and functional evaluation was conducted. The cot was loaded and unoaded from the ambulance and the cot engaged with the safety hook each time. The reported issue could not be duplicated. The IFU provides clear instruction on unloading and verifying the cot has engaged with the safety hook prior to pulling the cot past the threshold.

Event description:
It was reported while unloading a patient the cot allegedly missed the retaining hook and the cot came out of the ambulance, then lowered to the ground. The cot allegedly struck a medic in the jaw area knocking off her glasses and striking her nose area. No further details regarding the alleged injury or required medical intervention has been provided. There were no reports of injury to the patient or loss of use of the cot.

Event description:
It was reported while unloading a patient the cot allegedly missed the retaining hook and the cot came out of the ambulance, then lowered to the ground. The cot allegedly struck a medic in the jaw area knocking off her glasses and striking her nose area. No further details regarding the alleged injury or required medical intervention has been provided. There were no reports of injury to the patient or loss of use of the cot.